Event description:
It was reported that the surgeon inserted and removed a collamer plate lens because he felt the pt capsule could not support it. The incision was enlarged and the lens was removed without damaging the capsule. The wound was sutured after a different type of lens was implanted. The reporter stated the incident was due to the condition of the eye and not related to the lens.

Manufacturer narrative:
Sutures, other, no complaint against product, labeled. Evaluation results- (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens.